Manufacturer narrative:
Although the device history record (DHR) review could not be reviewed because the bath remained unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the additional returned target coil was noted to be 10cm and the delivery wire was noted to be kinked/bent, the main coil was stretched, kinked and was physically detached from the delivery wire. Functional testing could not be performed due to the damage noted to the device. In case of this complaint, it is most likely that the coil was kinked and stretched due to some procedural factors encountered during use; therefore, an assignable cause of procedural factor was assigned to the as analyzed issue main coil premature detached/separated, since the defects/events appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the direction for use (dfu), but performance was limited due to procedural or anatomical factors during use.

Event description:
Analysis of the returned device found that the coil was prematurely detached/separated inside patient. No known clinical consequences reported due to this event.